Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the ramus branch. After a 6fr 3.5 non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with two inflations using a 1.5 x 10mm non-bsc balloon catheter. A 2.25 x 16 synergy ii drug-eluting stent was then advanced to treat the lesion. However, after a few seconds of trying to pass the lesion, the device was pulled back into the left main artery. The device was removed and it was noted that there was no stent on the delivery balloon. Subsequent imaging revealed that the stent was resting, undeployed in the left main coronary or ramus branch. The proximal section of the stent was then crushed into the distal left main and the distal section was left undeployed in the ramus branch. The stent was not prepped outside the patient. No patient complications were reported and the patient's status was fine.